Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stroke, weakness and transient ischemic attack are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a left internal carotid artery stenting procedure, after balloon inflation, the patient experienced a transient neurological reaction, which was improved by the end of the procedure. One day post-procedure, the patient experienced right arm weakness and slurring of speech. The event was diagnosed as a stroke and was treated with an additional dose plavix. Symptoms resolved by the next day; however, the patient remained hospitalized until (B)(6) 2012, when they were discharged to a rehabilitation facility. There was no additional information provided.